Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support as a bridge to transplant. During impella 5.5 support, a high purge pressure alarm was encountered. The purge cassette was replaced, but the issue remained. A tissue plasminogen activator protocol was subsequently initiated and the purge pressure alarms subsided. There was no patient harm. The patient was successfully weaned and the impella 5.5 was explanted.

Manufacturer narrative:
The investigation into "high purge pressure" has been completed. The device was not returned for evaluation. Clinical review: purge pressure high alarms reported on 04/05/24. No purge line kinks observed. Tpa was added to purge but unknown if this action resolved the purge blockage. Data log review: data logs were reviewed, and several high purge pressure and purge system blocked alarms were noted on 04/05/24. High purge pressure rises gradually within 20 to 30 minutes and later starts to resolve after 5 hours. The purge pressure gradually reduces in 4 hours to normal range resolving purge issues. No motor current spike observed due to likely gradual biomaterial ingestion. The cause of the high purge pressure issue was most likely due to biomaterial per log and clinical review. ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿